Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). Some ipg site pain was also noted. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively.